Event description:
For the distal part of the nail, one screw was used. Load started to be applied after callus created. The pt had a pain. The distal screw was found broken through x-rays. The pt is currently in the bed without load.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.